Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
Correction: the cochlear implant was re-evaluated on february 03, 2017, using the integrity test system. The results indicate evidence of device malfunction. The patient will continue to be clinically managed by their healthcare provider. This report is filed on february 17, 2017.

Manufacturer narrative:
This report is submitted on december 22, 2016.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, december 22, 2016.

Manufacturer narrative:
Correction: the cochlear implant was evaluated on november 23, 2016, using the integrity test system. The results indicated no evidence of malfunction of the receiver/ stimulator; however, a voltage decay slope of 1.3 was noted. The patient will continue to be clinically managed by their healthcare provider. This report is submitted january 20, 2017.